Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 28-year-old female patient who had essure (batch no. C51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included fever, chills, emesis, diarrhea, vomiting, weight loss, acid reflux (oesophageal), multiple allergies, hay fever, asthma, epilepsy, seizures, vitamin d deficiency, paresthesia, chest pain, anxiety and gestational diabetes. Concurrent conditions included dehydration, asthma, constipation, eye disorder, dysarthria, chest pain, numbness, painful breasts, obesity, menometrorrhagia, dysmenorrhea and menses irregular. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2015 to (B)(6) 2015 for contraception, paracetamol (tylenol) for migraine, headache and pelvic pain female, paracetamol (acetaminophen) since 2015 for pelvic pain as well as amlodipine besilate (amlodipine besylate), hydrochlorothiazide, medroxyprogesterone acetate (depo provera), nsaids since 2015 and vitamin d nos (vitamin d). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding vaginal") and heavy menstrual bleeding ("menorrhagia/abnormal bleeding(menorrhagia)"), 21 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain lower and back pain, abortion spontaneous ("miscarriage"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), infection ("infections"), alopecia ("hormonal changes describe: hair came out/hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), seizure ("seizures") and abdominal pain upper ("stomach pain") and was found to have a pregnancy with contraceptive device ("pregnancy - miscarriage"). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, menstrual disorder, infection, alopecia, vaginal discharge, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, seizure, abdominal pain upper, depression, anxiety, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, anxiety, bladder disorder, depression, device dislocation, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, infection, menstrual disorder, migraine, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment (not specified) due to complications from the essure. The patient has been currently planning for essure removal. Current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporters, concurrent conditions, concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy - miscarriage") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. C51077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included dehydration, asthma, constipation, eye disorder, dysarthria, chest pain, numbness and painful breasts. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) for migraine, headache and pelvic pain female, paracetamol (acetaminophen) since 2015 for pelvic pain as well as nsaids since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 21 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, abdominal pain lower and back pain, abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), infection ("infections"), alopecia ("hormonal changes describe: hair came out/hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), seizure ("seizures"), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with paracetamol (tylenol). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, menstrual disorder, infection, alopecia, vaginal discharge, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, seizure, abdominal pain upper, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, anxiety, bladder disorder, depression, device dislocation, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, seizure, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment (not specified) due to complications from the essure. The patient has been currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2019: plaintiff fact sheet received. Events : abnormal bleeding vaginal, menorrhagia were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.